Manufacturer narrative:
The customer¿s report of tubing had a slit and leaked above the pumping segment was confirmed. Visual inspection, observed a slice cut on the pvc tubing above the upper fitment. The slice cut was measured to be 0.225 inches long. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed from the slice cut in the pvc tubing. The set was pressure tested while submerged underwater at 30 psi of air. Leaking was observed immediately at the pvc tubing at 3psi of air. No other anomalies were observed on the set. The root cause of the slit ¿slice cut¿ was not identified.

Event description:
It was reported that in the adult inpatient area, during an infusion of IV fluids, the tubing had a slit and leaked above the pumping segment. Although requested, no further information was received.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided.

Event description:
It was reported that the tubing had a slit above the pumping segment.